Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the power button had issues and the battery compartment of the epg was corroded. The power button dome was collapsing on the keypad. The lower case, battery compartment was contaminated. The battery drawer shorting bar was corroded, the negative inside contact was corroded. The atrial output connector was broken. The hanger was broken. The main printed circuit board was replaced due to errors. Both wires on the liquid crystal display (lcd) were pinched (not compromised). The hanger screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the power button on an external pulse generator (epg) was unable to click in order to power on the device. The battery compartment on the epg was noted to have corrosion also. The epg was returned into service. There was no patient involvement.